Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this report is for 16 micrusphere xl platinum coils (B)(4).

Event description:
It was reported tha the sterile packing of the 16 micrusphere xl platinum coils ((B)(4)) were found opened.

Manufacturer narrative:
It was reported that the sterile packing of the 16 micrusphere xl platinum coils (sr10022520/g15461, ssr18092720/c16449, ssr10040820/c18436, ssr18123020/c17395, ssr10071420/c17288, ssr10025320/c10024, ssr10025320/c12969, ssr10061220/g10562, ssr10082520/c11434, ssr18112820/c13314, ssr18174020/c17475, ssr18174020/c17296, ssr10072020/ c17055, ssr18184020/c16599 x2, & ssr18082520/ g15545) were found opened. The devices were received in this condition after the products were returned from a customer, but it was reported that the customer did not exposed the products to liquids or high humidity. The customer has been instructed in the proper handling of the devices in order to correct the issue. The distributor does not bridge the seal of the exterior package to inspect the inner package. The devices were not received in this condition by distributor prior to sending out to any customer, and the devices were not exposed to high humidity or expose to any fluids. There was no adverse event reported and the devices were returned for analysis. All the sterile seal were breached on all the returned pouches. Additional external damage of varying degrees has been found on all the returned boxes. This damage consists of, but not limited to: compression, moisture damage, mold, bleeding ink off the labels, and smudged labels, IFU with large water stains, tears, flattened, labeled ends split opened, and foreign material. Evaluations into the methods used to handle and store items in the india market is being pursued with the india affiliate and its local distributors. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office, and customers. Further information and any actions to be taken will be attached to this file if they are received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment has been initiated to evaluate this issue.